Manufacturer narrative:
Product ID: 3889-28, lot# v036953, implanted: (B)(6) 2007, explanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient returned for follow up on (B)(6) 2008, eight months post implant. The implantable neurostimulator (ins) had been working quite well for the patient, although he never stopped his medication until about a month prior to the visit when he fell and struck the ins against a sharp object. The patient thought there was a small puncture that occurred, but that was all healed. After the fall, the patient found the ins was extremely position sensitive and would go from no sensation whatsoever to intolerable sensation at the same setting with certain movements. The patient had the ins turned quite low at a level below which he could feel it. The patient had returned to his pretreatment level of bladder irritability symptoms. There was no physical evidence of damage to the ins on examination of the area of the ins. The healthcare provider (hcp) increased the stimulation to 2.0 and the patient felt stimulation in the posterior scrotal area and the inside of the left leg. This was similar to the location of sensation prior to the fall. Urinalysis was negative. The hcp noted there was possible physical damage to the ins resulting in a malfunction. The patient was to meet with a manufacturer representative that same day. The hcp noted on (B)(6) 2008 that the ins functioned well prior to the fall, but after the patient could no longer perceive the stimulation in the perineal region and it was no longer relieving his bladder symptoms. The patient had intractable urinary frequency, urgency, and urge incontinence. The manufacturer representative attempted to reprogram the ins and upon analysis determined the lead was malfunctioning. Later that day, surgery was performed in which exploration occurred and the lead was replaced. There was considerable resistance upon lead removal and thus the hcp attempted to use some careful sharp dissection with scissors, but nicked the lead and it broke. The hcp was still able to remove the entire lead. Four days after the revision the patient was having appropriate response to stimulation and feeling it genitally. The patient noticed a marked improvement in his urinary frequency. The incisions looked good and the dressings were removed.